Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
The receiver light was flashing red instead of blue and the recorder did not beep even when the device was two to three meters away from the patient.